Manufacturer narrative:
Additional discrepant results were provided from 2 analyzers. It was asked but not provided if the results from analyzer 1 and analyzer 2 were from the same cobas 8000 e 602 module serial number (B)(6) or from a different analyzer: analyzer 2: date of testing (B)(6) 2020: sample #17: original 16.15 ng/l, repeat 24.86 ng/l analyzer 1: date of testing (B)(6) 2020: sample number (B)(6): original 14.3 ng/l, repeat 17.24 ng/l analyzer 2: date of testing (B)(6) 2020: sample number (B)(6): original 17.44 ng/l, repeat 29.69 ng/l analyzer 2: date of testing 25-may-2020: sample number (B)(6): original 7.98 ng/l, repeat 6.46 ng/l. It is not known if the questionable results were reported outside of the laboratory.

Manufacturer narrative:
The additional analyzer serial numbers were provided. The serial number for the analyzer previously reported as "analyzer 2" is (B)(6). The serial number for the analyzer previously reported as "analyzer 1" is (B)(6).

Manufacturer narrative:
The country of origin is (B)(6). The field service engineer ran performance testing on the analyzer, which passed.

Event description:
The initial reporter received questionable troponin t high sensitive from the cobas 8000 e 602 module. The initial result was 16.38 ng/l and the repeat results were 24.86 ng/l and 16.38 ng/l. It was unknown if the questionable result was reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.